Event description:
Procedure type: sigmoidectomy. According to the reporter: reconstruction was done by dst anastomosis. The patient had no history of disease and the procedure was completed without a problem. Operating time was about 80 minutes. Three days after the surgery, the intestinal content was seen in the pelvic drain and a re-operation was performed by opening the abdomen. Patient is under observation. The content leak was treated in the re-operation.

Manufacturer narrative:
(B)(4).